Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 43mg/dl, 300mg/dl, 276mg/dl, 245mg/dl. Tests were done within < 10 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported. Note: in the reported issue notes it was documented that, "customer stored strips in the same vials as other strips. Customer had expired solution."